Event description:
During a follow-up, it was noted that the device was in eri and premature battery depletion was suspected. The lead was explanted and replaced and the patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, it was noted that the device was in eri and premature battery depletion was suspected. The device was explanted and replaced and the patient was stable.